Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: a, b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately 30 months after a right total shoulder replacement; the patient's right shoulder was revised. The humeral liner, adapter tray and torque defining screw were replaced. The reason for the revision is unknown. The patient impact is unknown. No additional information is available.

Manufacturer narrative:
D10: 5348955 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. 5601071 315-35-00 - glnd kwire. 5708453 320-01-42 - equinoxe reverse 42mm glenosphere. 5629880 320-10-00 - equinoxe reverse tray adapter plate tray +0. 5675100 320-15-01 - eq rev glenoid plate. 5736829 320-15-05 - eq rev locking screw. 5762862 320-20-00 - eq reverse torque defining screw kit. 5308245 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. 5718316 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. 4506443 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm. 5095063 320-42-00 - equinoxe reverse 42mm humeral liner +0. 5713103 321-20-00 - equinoxe reverse shoulder drill kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.